Manufacturer narrative:
Section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The explanted devices were discarded and were not available for analysis. The cause of the event could not be established. Infection that may require hospitalisation with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During the permanent implant procedure of an evoke spinal cord stimulation (scs) system, the surgeon observed fluid drainage near the midline incision site on the patient¿s back. A sample was taken and sent for analysis and the permanent implant procedure was not completed. Three days later, the previously implanted scs system devices were removed.